Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Manufacturer narrative:
Tracking number: (B)(4). Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard tracking number: (B)(4).

Event description:
Patient has experienced erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, nerve damage, pelvic floor damage, chronic pain, and operations to remove mesh. Product was used for therapeutic treatment.